Event description:
It was reported that during the final tightening of the setscrews, the counter torque would not hold the head of the screw properly. The surgeon would get the setscrew very close to the "click" and the instrument would release. He tried this on 5 different screws in the construct, all with the same result. One screw pulled out of the bone and the construct had to be extended to another level. No other pt complications were reported.

Manufacturer narrative:
Device has not been returned to medtronic for eval. Unable to determine cause of the event.